Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of the plunger not staying depressed was not confirmed. The analysis confirmed that the device was deployed prior to returning for analysis and the wings were bent, which contradicts the reported information. The clip was not returned with the device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a starclose se device after a neuro interventional procedure. Reportedly, the plunger would not stay depressed. The physician removed the device from the patient and used manual arterial compression to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date, reported as occurring (B)(6), from the date reported to the manufacturer representative. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.